Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that after percutaneous coronary intervention (pci) procedure, the physician used the involved angio-seal device was used for hemostasis. During the procedure, the collagen sponge was exposed on the skin. The physician cut the skin and pushed the collagens sponge in. Then, the physician confirmed that bleeding stopped and cut the suture, and the physician completed hemostasis. The patient rested in bed for 12 hours and was discharged the following day. Two days later, when the patient went to the bathroom, the patient heard a snapping sound and bleeding from the puncture site occurred. The patient was brought to the hospital by ambulance. A 6.8x4.3cm hematoma was observed and the puncture site was swollen. Manual compression was applied, and the bleeding stopped. Estimated blood loss was under 50cc. The patient did not have any symptom of anemia. The patient did not receive a blood transfusion. The patient was hospitalized again. The patient did not have any pain in the puncture site. The physician confirmed with computed tomography (CT) scanning that there was no problem and the patient was discharged. The patient stopped taking aspirin (100mg/day) and started taking effient (2.5g/day) and doac (10g/day) instead. An ultrasound was used to diagnose the bleed; bleeding occurred out of the procedure room. There was no serious health threat to the patient. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 10 mm. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The incorrect lot # was inadvertently initially provided. Therefore, a correction to section d4 is being provided; the correct lot # has been provided. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.